Event description:
In (B)(6), I was implanted with the essure birth control device. Since implantation, I have severe skin allergy issues, severe pelvic pain, heavy irregular menses, hot flashes, headaches, fibromyalgia, resulting in depression being exacerbated. I attribute all of these to be caused by the essure device, and I'm currently under medical supervision, and likely to have a hysterectomy in my future to remove these devices.